Event description:
During service testing, the baxter repair technician reported fail code 570. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 was confirmed. This issue is currently being evaluated.